Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. A review of device memory noted atrial undersensing. The patient was to be referred to their cardiologist for future follow up. There were no additional adverse patient effects reported. The system remains in service.